Manufacturer narrative:
Initial.

Event description:
It was reported that a user who was participating in the ilet experience survey experienced prolonged hyperglycemia reported at the time of the call at 401 mg/dl associated with a leaking insulin cartridge and subsequent occlusion alerts while using an ilet system with subcutaneous insulin; device data also indicated the device was running low on insulin and not being refilled promptly, and staff confirmed correct cartridge change technique despite ongoing leaks. Symptoms included high glucose without ketones. Outcomes included troubleshooting and user education, provision of replacement disposable supplies, and shipment of a replacement ilet without hospitalization. Investigation included device data review, consultation with study leadership and site staff, and request for return of the ilet and related supplies for analysis. Investigation of this case revealed persistent cartridge leakage and insulin delivery interruptions consistent with incomplete cartridge loading, low and out-of-drug states, and occlusions, accompanied by continuous glucose monitor (cgm) signal loss events. It was concluded, based on previously established findings for similar reports, that the cause was user technique and supply-related issues contributing to insulin delivery failure, with device replacement initiated to mitigate recurrence.